Event description:
It was reported that during a follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have exhibited myopotential oversensing resulting in an inappropriate shock. The physician reprogrammed the device from the alternate vector to the primary vector, however another inappropriate shock was delivered due to myopotential noise. The device was then reprogrammed back to the alternate vector with two times gain. This device remains in service and will continue to be monitored closely. No additional adverse patient effects were reported.